Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. The customer reported to take more insulin due to high readings and woke up feeling "very low" and just had something to eat. There was no report of third party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.